Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified opening crease sharp on radius, observed 40 mm dark patch edge material inside gel device and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, lump. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side rupture, ¿visible, very strange bump protruding from my skin¿, and "you can feel that it is the lining of the implant.¿ additionally, an ultrasound showed: ¿oval solid mass with circumscribed margins." Device remains implanted.